Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported using apidra insulin. Tandem technical support informed customer that apidra is off label per the user guide. The root cause could not be determined because the customer did not have pump supplies to troubleshoot the issue. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 183 mg/dl at time of event.